Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". Later healthcare professional reported "rupture and exchange of textured device due to patient's concern with product" this record is for the right side. Capsulectomy was performed. Device was explanted and replaced.